Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report the patient was in the hospital with dka. Animas has made 3 attempts to contact the reporter for more information about the incident. A letter was sent to the report, requesting a call back. At this time, there is no evidence the patient¿s hospitalization was related to an animas pump issue. There was no allegation of product malfunction. This complaint is being reported because the patient was hospitalized for dka while on insulin pump therapy. The animas pump could not be ruled out as a contributor of the reported event. Hence, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.